Event description:
Information received a smiths medical medfusion syringe 3500 malfunctioned. When the cassette is not loaded the sensor will gradually increase its force while loading. No patient adverse events reported.